Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The sonosurg was returned to olympus for evaluation. A visual inspection was performed on the returned device and found the teflon jaw charred and slightly melted with a small split measuring approximately 2 mm in length at the edge on its proximal end, however, still intact with no metal exposed. The probe was noted to be completely broke off. The broken probe portion was returned and measured approximately 15 mm in length. There were no pieces noted to be missing. Due to the broken probe no further testing could be performed. Based on the investigation findings and similar reported events, this type of teflon pad and probe damage can attributed to the operator¿s technique and likely resulted in the user¿s experience. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe damage. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Olympus followed up with the user facility to confirm if the device breakage occurred during the procedure or in transit for evaluation but with no result.

Event description:
Olympus was informed that during a therapeutic radical nephrectomy procedure, the sonosurg scissor would not cut. There was no bleeding reported. No device fragment fell into the patient. The procedure was completed with a similar device. There was no patient injury reported.